Event description:
Medical affairs has been unable to get in contact with the patient; therefore sent a letter to obtain more clinical information. The patient called alleging high reading on the lifescan meter.the patient received a 565 mg/dl and experienced a headache meter. The patient received a 565 mg/dl and experience a headache and had blurry vision after testing .the patient contacted emergency service and went to the hospital 21-30 minutes later. The patient was tested on the hospital device and there is no information on what the reading was; however, the patient was treated with glucose. The test strips were in good condition and not expired. The control solution that the patient had was also not expired. The test strips failed using the control solution test twice. Based on the information provided, this case is being reported as a malfunction, since the test strips failed using the control solution test.